Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 13-sep-2018 arjo received a customer complaint involving enterprise 9000x. The reported malfunction took place in the (B)(6) hospital (B)(6) in australia. Following the information provided the backrest section of the bed moved up and down without any button being pushed neither on hand control nor control panel. At the time the unintended bed movement occurred there was no patient lying on the bed. No injury nor other medical consequences were reported. It needs to be emphasized that all manufactured enterprise 9000x are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. During bed's evaluation the technician was not able to recreate reported malfunction, only the hi/lo actuator was inoperative. The technician calibrated the control box and left the bed in working order. There was no mechanical damage found within the device. No obvious signs of misuse. The bed in question is currently under arjo service contract, the annual preventive maintenance was conducted this year. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_3 dated on aug 2014) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed". Warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls". Information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although no injuries were reported in relation to this incident, the complaint was decided to be reportable due to the uncommanded bed movement occurrence and cautious approach. Upon the conducted investigation and bed inspection done by the arjo representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Event description:
On 13-sep-2018 arjo received a customer complaint involving enterprise 9000x. The reported malfunction took place in (B)(6) hospital ((B)(6)) in (B)(6). Following the information provided the backrest section of the bed moved up and down without any button being pushed neither on hand control nor control panel. At the time the unintended bed movement occurred there was no patient lying on the bed. No injury nor other medical consequences were reported.